Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced exacerbation of driveline area pain and drainage while on doxycycline suppressive therapy on (B)(6) 2022. Ceftazidime and vancomycin were started. On (B)(6) 2022, a computed tomography scan was performed which was negative, but a wound culture revealed two colonies of staphylococcus aureus. Blood cultures were negative. The patient was discharged on (B)(6) 2022 on cefadroxil; doxycycline was stopped.